Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, faded serial number label, cracked keypad overlay, keypad overlay texture damage, corroded battery tube. Cosmetic damage was not confirmed at display window. Pump received without battery cap, damaged battery cap was unable to verify. However, cosmetic damage at keypad overlay was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-7333. Troubleshooting was performed for bumped/dropped/cosmetic damage, the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The insulin pump screen had scratches and dent and the top of the battery cap was damaged. Troubleshooting was performed for login assistance, the customer was successful in logging in to carelink personal. The reported issue is resolved, no escalation is required. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1880 was requested, and the customer response was the device would be returned. No product return was required for mmt-7333.